Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the h1tuv instrument, after resterilization, the distal part of the handpiece making a disturbing noise (continuous noise from the generator). Another instrument was used to complete the case. There was no consequence to the pt.